Event description:
Reporter alleged the expiration date and lot numbers were scratched off of the blood glucose test strip vial. It was reported the customer never cleaned the vial. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.